Event description:
The event date has been estimated. It was reported that the patient was hospitalized due to a fever. Blood cultures taken since (B)(6) 2022 were positive for streptococcus lugdunensis. The patient was given antibiotics and continued to be hospitalized. The patient ultimately underwent a pump explant on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
The patient's february hospital admission is now reported under MFR #: 2916596-2022-14702. Manufacturer's investigation conclusion: a specific cause for the reported infection, gastrointestinal tract disturbance, and pyrexia and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The evaluation of (B)(6) revealed discoloration to the pump cable inline connector bend relief; however, a specific cause for the discoloration could not be conclusively determined. (B)(6) was returned with the pump cable severed approximately 8¿ from the pump header, and a 5¿ distal portion was returned attached to the modular cable. There was a missing portion of the pump cable that was not returned. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port secured with the outflow graft clip. The apical cuff was returned detached from the pump and cuff lock. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 02oct2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU (rev. A) and heartmate 3 lvas patient handbook (rev. C) are currently available. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a pump pocket infection. The patient also experienced a gastrointestinal tract disturbance and a fever. Surgical and drug therapies were performed. The patient was given antibiotics and continued to be hospitalized until (B)(6) 2022. The patient ultimately underwent a pump explant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this investigation. The evaluation of (B)(6) revealed discoloration to the pump cable inline connector bend relief; however, a specific cause for the discoloration could not be conclusively determined. (B)(6) was returned with the pump cable severed approximately 8¿ from the pump header, and a 5¿ distal portion was returned attached to the modular cable. There was a missing portion of the pump cable that was not returned. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port secured with the outflow graft clip. The apical cuff was returned detached from the pump and cuff lock. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU) (rev. A) and heartmate 3 lvas patient handbook (rev. C) are currently available. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Event summary: it was reported that the patient experienced bacterial infection at the pump pocket on (B)(6) 2022. The patient was admitted on (B)(6) 2022 for a pump pocket and mediastinum infection. The patient also experienced a gastrointestinal tract disturbance and a fever. Surgical and drug therapies were performed. The patient was given antibiotics and continued to be hospitalized until (B)(6) 2022. Blood cultures were positive at that time, but the source of infection was unknown on computed tomography (CT), so antibiotics were administered. After administration of antibiotics, the inflammatory reaction decreased, and blood cultures were negative at one time. However, the patient subsequently became positive again, so the source of infection was checked. A positron emission tomography-CT scan was performed for the purpose of roping, and a pump infection was suspected. Peri-pumping tissue obtained by left small thoracotomy was submitted to culture for definitive diagnosis. The same species as driveline infection was detected immediately after implantation, and it was considered to be a pump infection that progressed from the driveline infection. The patient ultimately underwent a pump explant on (B)(6) 2022. A pump removal was performed under extracorporeal circulation through the opening, and impella 5.5 insertion was performed as an alternative adjunctive circulation method. Jarvik2000 pa, which reduced the risk of driveline infection by deriving the driveline from the posterior auricle, after confirming negative culture results. After surgery, blood cultures remained negative, and the patient was discharged from the hospital with oral antibiotics. Twelve months later the infection was still progressing without any recurrence.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number and primary unique device identification (UDI) number): correction. Additional information to the manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) and heartmate 3 lvas patient handbook (rev. C) are currently available. The heartmate 3 lvas IFU lists driveline and pump pocket infection as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's driveline infection after implant is reported under MFR # 2916596-2022-13284.